Event description:
After inserting the IV, and withdrawing the needle, the pink needle protector then covers the needle and is supposed to lock over it, so the needle can not be re-exposed. It slid right off, and did not cover the needle, leaving it exposed.